Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had a leaky reservoir. The customer stated that he noticed a leak coming down from the barrel of the reservoir, but there were no cracks or splits in the barrel nor missing components. The customer further stated that the needle is inclined and that the reservoir is connected, but not leaking at this time. The customer also stated that the reservoir leaked when it was not connected to an infusion set. Nothing further was reported.